Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0q4mk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that shortly after implant she had a return of symptoms. The stimulation was not controlling her symptoms so she increased stimulation to 4.5v and had pain in the buttock area. The patient was wondering if she was supposed to call the dr regarding having the ins removed because the implantable neurostimulator (ins) system had not worked and stimulation was painful. The patient stated that the trial worked really well, but had not seen the same benefit since implant. The ins status was confirmed with the patient programmer and therapy was not on. When the patient tried to use the programmer, the programmer was not powering on and she saw a screen that told her to change the batteries. The patient had never changed the batteries in the programmer before and saw the "change batteries in programmer icon". The patient had just tried to use the programmer the call and did not have any batteries available and stated that she was not aware there were other programs available. The patient could not troubleshoot due to lack of access to product and was going to call back and change to a different program and decrease stimulation when she got them. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. No outcome or intervention was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow-up report will be sent.